Manufacturer narrative:
H.6. Investigation: one photo and one 10ml syringe with blunt fill needle in an opened blister pack from batch 0288468 (p/n 305064) were received and evaluated. It was observed the hub was cracked in half with the top of the hub attached to the syringe and the bottom of the hub with cannula was loose and no shield was present. It appeared the location where package was opened was consistent with the broken hub. Please note, there is peel tabs at the top of the package for the intended method of opening. Potential root cause for the broken hub defect may be associated with the method of opening the package. It is possible, the shear force applied to the hub while opening the package caused the breakage. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syr 10ml ll w/ndl 18x1-1/2 blunt fill needle was defective. The following information was provided by the initial reporter: material no: 305064, batch no: 0288468. It was reported that the customer has a defective needle - blunt needle tips.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syr 10ml ll w/ndl 18x1-1/2 blunt fill needle was defective. The following information was provided by the initial reporter: material no: 305064, batch no: 0288468. It was reported that the customer has a defective needle - blunt needle tips.